Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (gastrointestinal bleeding, hypoglycemia, and hypothermia) cannot be conclusively determined through this investigation. The patient was admitted to (B)(6) medical center on (B)(6) 2020 due to hypoglycemia and hypothermia. While hospitalized, the patient received four units of packed red blood cells and was seen by a gastrointestinal specialist, who placed the patient on octreotide. The event reportedly resolved on (B)(6) 2020; however, the patient was later readmitted on (B)(6) 2020. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4). The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for hypoglycemia and hypothermia. During admission the patient received 4 units of packed red blood cells and was seen by a gastrointestinal specialist. The patient was switched to octreotide.